Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that a motor not running error occurred. No patient injury was reported.

Manufacturer narrative:
B5: additional information received via email on (B)(6) 2022: event date is (B)(6) 2022. No patient involvement. Additional information received on (B)(6) 2022 via email and attached to complaint object: the unit was not put onto a patient. Event problem and evaluation codes: updated. Device evaluated by manufacturer: updated. Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the battery door crack and tamper seals broken. There was evidence of the error in the event history log. The reported problem was duplicated. The worm coupling was broken, which was the source of the reported problem. It appears to have been broken from use over time; part was over 10 years old. For corrective action, the worm coupling was replaced. The worm gear, motor mount and stepper motor were also replaced as preventative measure. Root cause was traced to normal wear consistent with use. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously., corrected data: correction: date received by manufacturer: updated to (B)(6) 2022